Manufacturer narrative:
The optical investigation was performed on the basis of figures that were made intraoperatively. They showed severe damage on the connecting piece. The frontal connection shows deformation and heavy scratches. Due to the identified beachmarks and the different surfaces it is save to assume that the connection part fractured because of a fatigue fracture. Since the beachmarks are concentric around the origin the origins are suspected to be on the inner edge. The fatigue crack reached about half way across the fracture plane. Than the residual fracture happened. It is assumed further, that most of the damage on the edge of the parts occurred after the fracture due the instable situation and during the explantation. The manufacturing protocols, the surgical technique and the instructions for use showed no deviations. Nonetheless the instructions for use mentions that obesity can shorten the lifespan of an orthopaedic joint replacement. Based on the medical data the patient suffered from obesity level iii (according to who) and the system was implanted for about 1.5 years in a patient who is younger than 60. In conclusion, it is suspected that due to the excessive weight and a potentially increased mobility due to the younger age, the connection part was overloaded persistently. This lead to the initial crack, the fatigue crack and ultimately to the failure of the part.

Event description:
On 06/20/2021 the implantcast (B)(4) received the message that the mutars® connecting part 100mm fractured after about 1.5 years of implantation time.